Event description:
It was reported that the patient experienced a persistently irritable mood with mild-moderate behavioral implications. The patient also experienced insomnia. A clinical assessment on (B)(6) 2012 diagnosed the patient with hypomanic syndrome. The patient was reprogrammed on (B)(6). The patient was hospitalized on (B)(6) in order to facilitate the readjustment of parameters and to isolate the patient from her stressing family. On (B)(6), the patient's dosage of quetiapine was increased to 600 mg/day. On (B)(6), the patient outcome was reported as resolved without sequela, and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was reprogrammed several times as an intervention. During reprogramming voltages and pulse widths were adjusted.

Manufacturer narrative:
Product ID 3391-40, lot# 0204762021, product type lead product ID 3391-40, lot# 0204762022, product type lead product ID 7482-95, serial# (B)(4), product type extension product ID 7482-95, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).